Event description:
The customer stated hiv calibration was failing due to positive assay control 2 (opc) out of range high on a prism analyzer when prism hiv o plus reagent kit lot 87334m500 was in use. The customer calibrated with a kit of another lot to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) a follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Multiple complaints have been received for out of specification (B)(6) results for the prism hiv-1 group o positive assay control component of prism hiv o plus reagent kit from (B)(6) 2010. The results exceeded the prism software upper specification for the group o positive control. Twenty one of 70 reported values were out of specification (B)(6) with values ranging from (B)(6). The root cause for the out of specification (B)(6) s/co results for the prism hiv-1 group o positive assay control in prism hiv o plus was determined to be a heat labile component in the recalcified negative human plasma used in the manufacture of the group o positive assay control. The investigation determined that when the group o positive assay control reagent was exposed to elevated temperatures it resulted in (B)(6) group o positive assay control counts leading to the out of specification (B)(6) result for group o positive assay control s/co. Reagent kit exposure to elevated temperatures could occur during reagent shipment. (B)(4). Thrombin showed a dose dependent inhibition on group o positive assay control counts and exposure to elevated temperatures reversed the thrombin-induced inhibition. This implicates thrombin or its break down products in recalcified negative plasma as the component(s) associated with the out of specification (B)(6) s/co results for group o positive assay control.